Event description:
The report stated that 5 pumps infused in 18 hours instead of 24 hours. The fill volume was 250ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The reporter stated that five (5) pumps had infused too quickly. The actual devices were reported to be available, but have not yet been received. This complaint is under investigation.